Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause was suspected to be related to the new physician tablet not being able to increase voltage to 3 volts to get an accurate measurement. The patient would be seen again in the clinic on (B)(6) 2018. At that time, they would compare impedances checked with the physician tablet and the clinician programmer to see if it was related to the tablet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The rep reported that the patient's ins impedances were measured using the clinician tablet and were found to be slightly high, showing investigate on the clinician tablet. The rep reported that the patient's therapy was not impacted. The rep reported that the issue was yet to be resolved. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental report for events that were correctly reported initially, but additional information received makes the event no longer reportable, the following statement should be included: ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that setting the 8840 to 3 volts resolved the issue.